Manufacturer narrative:
Sc-1132 (sn (B)(6)) sc-8336-50 (sn (B)(6)) investigation results: the ipg and lead was not returned for analysis; therefore, a technical analysis could not be performed. The explanted devices were discarded by the medical facility. Device history record: it was confirmed these devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: a labeling review was conducted and determined that the reported event is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation (scs). The event is consistent with risks disclosed in the device labeling. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient was experiencing inadequate pain relief and was feeling stimulation in a non-target area. It was also noted that the implantable pulse generator (ipg) was no longer holding a charge. The patient underwent a procedure wherein the ipg and paddle lead were replaced. The patient was doing well postoperatively. The explanted device components were not returned as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 18384712, UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief and was feeling stimulation in a non-target area. It was also noted that the implantable pulse generator (ipg) was no longer holding a charge. The patient underwent a procedure wherein the ipg and paddle lead were replaced. The patient was doing well postoperatively. The explanted device components were not returned as they were discarded by the medical facility.